Manufacturer narrative:
Block h6: imdrf device code a150301 captures the reportable event tip failure to separate.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct for bile duct stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the mechanical lithotripsy was performed, and the tip was directly damaged and stuck. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition following the procedure stable.